Event description:
It has been reported to us that during the procedure, the wire caused a dissection. The physician was performing treatment on a moderately calcified vessel distally in the right coronary artery. The vessel was predilated and the balloon catheter would not pass into the distal right coronary artery. Eventually with a buddy wire in place, a balloon was passed into the distal right coronary artery and multiple predilatations were taken from the distal to proximal right coronary artery causing a dissection.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for eval. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk, therefore, a review of the device history record cannot be performed. Device discarded-not returned for eval. The event has not been confirmed; no product was returned for eval.